Event description:
Itching and skin reaction once donning gown. Female rn, staff member stated they experienced a skin irritation, wheezing and shortness of breath from either the non-latex cardinal health isolation gown or the latex gloves they were wearing (manufacturer unknown) at time of incident. Per rn they have seen a dermatologist and has a follow-up appointment in 10/2004. Theywere immediately given an epi-steroid injection for wheezing and shortness of breath and later prescribed cortisone cream for the skin irritation. Rn reports no lost time from work.